Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sept-2019 with the following findings: a visual inspection of the pump revealed that the pump cover is cracked between the corner of lens and the case seal. A leak test was performed and identified the leak is due to the cracked pump case. The pump cover was opened and moisture was found throughout the internal components, on the display, and on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.